Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with amikacin injection (500 milligrams, once a day, route not reported), imipenem injection (500 milligrams once a day, route not reported) and vancomycin injection (1 gram once a day, route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Dianeal therapy was ongoing. Action taken with extraneal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient¿s pd fluid was not clear and their pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.